Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Two photos were provided. The first photo shows the carton endcap for lens. The second photo shows the lens adhered to the back of the patient ID card, inside the opened pouch. Both haptics appears to be broken off at the gusset area and can be seen next to the optic. Due to the resolution of the photo, the presence of viscoelastic cannot be determined. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge. It is unknown if a qualified handpiece and viscoelastic were used. Based on our observation of the attached photos, the haptics are broken. The presence of clinical solution on the lens cannot be determined. The account indicated the product was not available to evaluate. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (sn6at3-t9) (that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implantation, amputation of the second haptic within the injector cartridge was observed. This caused intraocular lens (iol) instability and prevented proper fixation. Due to this complication, it was necessary to remove the defective lens and replace it with another. Additional information was requested.